Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that high impedances of greater than 40000 ohms at 3 volts were measured on implantable neurostimulator (ins), but the lead tested on the multi-lead trialing cable (mltc) showed normal impedances of 900-1700 ohms. Additional information received reported that the health care professional (hcp) removed the lead, wiped them off and reinserted them way back into the chambers. It was noted that all was well with the ins and no impedances were shown at all. It was thought that a bit of fluid may have gotten in the ins when the hcp irrigated the pocket prior to connecting the leads. It was reported that the patient was getting coverage.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.